Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge batteries) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon investigation, the current controlling q1 transistor was thermally damaged and there was liquid contamination on the battery board. The cause of the inability to charge the battery packs is the damaged transistor and contaminated battery board. The root cause of the damaged component cannot be positively identified. The root cause of the contaminated battery board is likely liquid ingress. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) indicating that it was unable to charge a battery pack.